Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device displays an x and won't let them access any mode; it asks for a password. There was no adverse patient impact.